Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis experienced left sided deflation post procedure. As a result, replacement with unspecified mentor saline was performed on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2023. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number is 9483408. A manufacturing record evaluation was performed for the finished device 9483408 number, and no non-conformances were identified. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 29, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedures, and it revealed five (5) tears. Tears a, b, and c were found on the anterior view, and tears d and e were found on the posterior view. All rents measure approximately less than 0.1 cm. A microscopic examination was performed on the edges of the ruptures (a, b, c, d, and e), and parallel striations were found in the whole area of all tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).